Manufacturer narrative:
The report received from the (B)(4) study indicated that a (B)(6) male patient was enrolled in the study with medical history including hyperlipidemia, smoking, hypertension and high risk criteria of high cervical ica lesions or cca lesions below the clavicle and age > 75. The patient's pre-procedure stroke scale score was 2. Pta was performed on a lesion in the proximal left internal carotid artery with an ev3 embolic protection device and deployment of an 8x40mm precise pro rx stent. The lesion was described as 20mm in length, moderately calcified, and moderate tortuosity. The reference vessel was 6.0mm in diameter. The patient left the angiography suite without neurological deficit. Presence of air bubbles was not noted. The patient was discharged the day after the index procedure with a stroke scale score of 2. Additional information notes that approximately 5 months post stent implant, the patient was urgently seen in an office visit by a neurologist. He had experienced an episode that he described as "like a blind over my left eye, followed by speech difficulty of expression and slurred speech." According to his wife; the patient had developed expressive aphasia and slurred speech two days previously. At the time of the office visit; the patient felt it was better; but not back to baseline. The patient denied ptosis, double vision or other loss of vision. On examination, the patient had: a very subtle expressive aphasia, primarily anomia; slightly slurred speech with some mild dysarthria; no visual field defects; and subtle right upper motor neuron facial paresis. The neurologist noted that the patient "probably had a left middle cerebral artery embolus from his carotid or new cortical disease." This event has been adjudicated as a cerebrovascular accident. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
The report received from the (B)(4) study indicated that approximately 5 1/2 months after the index procedure, the patient was urgently seen in an office visit by a neurologist. He had experienced an episode that he described as "like a blind over my left eye, followed by speech difficulty of expression and slurred speech." According to his wife; the patient had developed expressive aphasia and slurred speech two days previously. At the time of the office visit; the patient felt it was better; but not back to baseline. The patient denied ptosis, double vision or other loss of vision. On examination, the patient had: a very subtle expressive aphasia, primarily anomia; slightly slurred speech with some mild dysarthria; no visual field defects; and subtle right upper motor neuron facial paresis. The neurologist noted that the patient "probably had a left middle cerebral artery embolus from his carotid or new cortical disease." Approximately 6 months after study inclusion, the patient died due to cancer. He was previously diagnosed with prostate cancer and treated with bcg for 6 months. This failed, and he ended up with metastatic bladder carcinoma with bony metastases. He was treated with surgery, then chemotherapy, and finally palliative radiation therapy. He died from cancer. The event was evaluated as unrelated to the study device and procedure. During the index procedure, pta was performed on a lesion in the proximal left internal carotid artery. After an angioguard embolic protection device failed to cross the lesion, an ev3 embolic protection device was used instead. Then an 8x40mm precise pro rx stent was successfully deployed at the target site. Approximately three weeks post index procedure the patient was hospitalized for bladder cancer and underwent radical cystoprostatectomy, bilateral ureteral stent insertion, bilateral pelvic lymph node dissection and repair of umbilical hernia.

Manufacturer narrative:
Concomitant medications: pre and post-procedure medications included aspirin and clopidogrel. Intra-procedure medications included heparin. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.